Manufacturer narrative:
Correction to g2 to add the foreign country switzerland. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope was returned to the regional repair center (rrc) for evaluation and additional microbial testing. No abnormalities were noted with the scope evaluation. The scope was sent for additional testing and samples were taken from the scope¿s distal end, biopsy channel and air/water channel with no microbial growth noted. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
Olympus was informed by the user facility that after a microbiological routine control on this duodenovideoscope, the user facility detected an unexpected contamination. On (B)(6) 2021, cultured positive for (> 400 cfu) klebsiella pneumoniae and (> 400 cfu) pseudomonas aeruginosa. A second culture performed (B)(6) 2021, showed the scope cultured positive for (1 cfu) staphylococcus epidermidis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.